Event description:
It was reported the patient received inappropriate therapies. High impedance measurements were noted on the right ventricular lead and a high number of short interval counts were observed. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the partial lead was returned in segments. The distal conductor was fractured. The defib conductor was distorted and there was blood/body fluid on the outer tubing overlay. The inner tubing was kinked/buckled, and the outer tubing overlay was melted and had cosmetic environmental stress cracking. The helix/lobe was distorted/bent with blood in/on the helix/lobe mechanism and sleeve head.